Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: anticoagulation therapy was needed. This is a combined initial and final report which contains the investigation results. No data suggests a device malfunction related to an edwards manufacturing deficiency. Based on the extensive investigation, historical imaging evaluations have confirmed the leaflet thickening allegation but have been unable to identify potential root causes. Previous investigations have determined that leaflet thickening is likely related to patient factors, procedural factors, or a combination of these factors that are not detectable on imaging evaluations. Therefore, no further imaging evaluation is required for this event. This event is unable to be confirmed, and the root cause of this event cannot be determined based on the information available.

Event description:
Edwards received notification of an evoque procedure in the tricuspid position where the patient received the evoque valve in an intended position without procedural complications. On postoperative day (pod) 31, the patient visited the site for the regular follow-up. Artificial valve thrombosis was suspected on cardiac echo examination. Inr was 1.31. A decision was made to admit the patient for enhancing anticoagulation therapy and heparin started to be given to the patient. Oral warfarin at 6 mg per day had been prescribed prior to the enrollment of the trial but it increased at 8 mg on pod 34. On pod 37, inr was getting prolonged to 2.02 and heparin was suspended. On pod 39, inr was 2.44 and warfarin was reduced to 6 mg. On pod 42, cardiac echo examination was done, and it was confirmed that the thrombosis did not worsen. On pod 43, inr was 2.27 and warfarin was increased at 7 mg. On pod 45, inr was 2.19 and warfarin was increased to 8 mg. On pod 49, inr was 3.64 and the patient was discharged from the hospital. Per the principal investigator (pi), the transthoracic echo showed leaflet thickening / decreased mobility of the leaflets of the artificial valve, progression of the mean pressure gradient and mild-moderate transvalvular regurgitation at the one-month follow-up post procedure. Artificial valve thrombosis was suspected, and the patient was in bad shape, therefore, a causal relationship with valve thrombosis and the health injury was suspected. Electrocardiography synchronized angio-computed tomography demonstrated low density area attached on the artificial valve. Enhanced anticoagulation therapy was initiated for artificial valve thrombosis. It was confirmed that the anticoagulation therapy was effective, and the decision was made to discharge the patient. Pi assessment stated that the event was not related to the test procedure, but was related to the test device, a device deficiency that could lead to a serious adverse event.